Event description:
It was reported that the patient became asystole. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture, the physician aggravated the av node with either an ice catheter or the watchman truseal access system (was). The patient flat lined and needed to be brought back with external pacing and 2.5mg epinephrine. The patients blood pressure rose to over 300 for approximately 1 minute. The patient was extubated and did not receive a watchman implant. The event is ongoing, but the patient is expected to make a full recovery. It was further reported that the patient made a full recovery and is doing well following these events. The patient has since been discharged from the hospital.

Event description:
It was reported that the patient became asystole. A left atrial appendage (laa) closure procedure was being performed. After the transseptal puncture, the physician aggravated the av node with either an ice catheter or the watchman truseal access system (was). The patient flat lined and needed to be brought back with external pacing and 2.5mg epinephrine. The patients blood pressure rose to over 300 for approximately 1 minute. The patient was extubated and did not receive a watchman implant. The event is ongoing, but the patient is expected to make a full recovery.